Manufacturer narrative:
(B)(4) method: the complaint rt265 infant dual heated evaqua2 breathing circuit was returned to fph in (B)(4) for investigation. It was visually inspected and pressure tested for leaks. Results: visual inspection revealed a crack along one of the swivel wye ports. The pressure test result was outside the specification. Conclusion: investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier, and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue, and the project to implement this change is currently in process. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production, which suggests that it became damaged after it was released for distribution. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuits state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported that the rt265 infant dual heated evaqua2 breathing circuit failed the ventilator leak test due to a crack on the y-piece. This was observed before use on a patient.